Event description:
The following has been reported by customer: the biomedical workshop observed, on a syringe pump undergoing repair, the appearance of the startup message: "software development in progress, not connected to patient" without any user interaction. Under normal conditions, the user does not need to select a flow mode, as it is default-locked to ml/h. If the user is not attentive and presses "ok", the device then prompts for selection of a flow profile. There is a potential risk of a patient incident, as the device requires a choice between flow rate programming: flow rate (ml/h) or mass flow rate (risk of incorrect medication dosing). Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.